Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 05/16/2017 that on (B)(6) 2016, the patient experienced a no audio alert and a hypoglycemic event. Patient reported falling and fracturing her arm due to the low event. Patient got back up and self-treated with orange juice. Patient's daughter drove patient to emergency room (ER). The ER casted the patient's arm and released patient the same day. At the time of contact, patient is fine. Patient stated that she thought she did not hear the audio alert because she was sleeping. Additionally, the patient tested the receiver's alerts and it did not work. No further event or patient information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was externally visually inspected and no defect was found. A review of the downloaded receiver log did not find any issues related to the customer complaint. Functional testing and a manual drop test for intermittency was performed and the tests failed. The receiver case was opened for further evaluation. A visual interior inspection was performed and the inspection passed. A speaker resistance test was performed and confirmed the reported event of no audio output. The root cause was determined to be a defective speaker assembly.